Manufacturer narrative:
Additional information: device evaluation: product evaluation found lens returned dry in a micro centrifuge vial with clear surgical residue/ debris on lens. Visual inspection found no visible damage and clear residue on lens. (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4). Conclusion code: 24-off-label use [under 21 years of age at time of implant ((B)(6))] (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, diopter -12.0/+1.0/093 into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged for a longer lens due to low vault. The problem was resolved.